Event description:
This report is based on information provided by the philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator/monitor, indicating that during the daily operational check, the "treatment implementation test" did not pass. Available details indicated that the device was returned to full functionality, however, no further details regarding the repair were provided. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and the results of additional analysis, no further action is necessary at this time. The information in the complaint investigation summary addresses the current investigation findings. No further investigation into this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.

Manufacturer narrative:
Reporting institution name: (B)(6) hospital of university. Reporting address line 1: (B)(6).